Event description:
The customer reported that the device had an intermittent audio alarm. The nellcor puritan bennett customer support engineer (cse) verified the reported problem, inspected the device and tightened a loose alarm terminal. The unit passed extended self testing. Per the customer, this device was not on a pt when the alarm problem was discovered. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.